Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was burned when the doctor was using the bipolar piece. Further information not available.

Manufacturer narrative:
Correction: (street, MFR city, region, postal code). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that a different failure was observed. The monopolar 1 port was found damaged. The investigation found a piece of the fractured port from the receptacle caused the opening to become stuck, simulating a false detection as if a hand piece were inserted. The investigation identified the root cause of the reported event to be 1 receptacle. The device receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.